Event description:
The facility reported to customer service a pump with fail code 814:01. Baxter contacted the facility for additional info. The facility representative (biomedical technician) stated that fail code 814:01 occurred and the pump stopped infusing during transport of a pt. The pump was switched to a different pump and pt infusion was restored. There was no pt injury. It is unk as to what was being infused. Later, during biomedical evaluation at the facility, the biomedical technician charged the pump's batteries until they showed full charge. Then the pump was run and after about one min the pump alarmed for battery. No additional info was available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.